Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 1000 mg/dl. Cause of bg level was not known. The customer contacted emergency services and went to the emergency room. Customer was subsequently admitted to the intensive care unit. It was found that the customer was using off label insulin (lantis) within the pump supplies, and tandem technical support educated the customer regarding off-label insulin. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s instructions for use: do not use any other insulin with your system other than novolog/novorapid (novo nordisk insulin aspart) u-100 insulin or humalog (eli lilly insulin lispro) u-100 insulin. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose.